Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the lead attempted implant and during performance testing, loss of capture and high impedances were exhibited along with helix extension issues. The lead was removed and intended to be returned for analysis. Another lead of different manufacture was implanted without additional complications.